Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose levels. Customer's blood glucose level was 50 mg/dl. Customer experienced sensor error alert in addition to the low blood glucose levels. Customer performed and passed the test plug procedure. Customer advised the sensor appeared bent and they removed the sensor from their body.